Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, left and right ventricular lead impedance trend values were not displayed. Abbott technical support was contacted and further investigation is anticipated. No intervention has been performed. The patient was in stable condition and will continue to be monitored.